Manufacturer narrative:
The customer has not provided the additional information as requested. The cause for the discordant results is unknown.

Event description:
The customer reported falsely elevated sodium results between the rp 500 and a non siemens analyzer. There was no reported injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the samples were reported. The cartridge was returned for evaluation and was installed on an internal instrument. Whole blood samples were run vs. A control rp500 and the issue could not be replicated. There were no observed discrepant results and all aqcs were within published ranges. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port area which may have contributed to the discordant result.